Event description:
It was reported that the ilet touchscreen became unresponsive, preventing slide-to-unlock and interaction with the bell icon; the device remained functional otherwise, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included replacement of the device and loss of watertight integrity. Investigation included remote troubleshooting, review of user-provided video, and collection of device identifiers with logistics for return. Investigation of this device revealed a touchscreen input failure consistent with a display interface or front assembly malfunction, with normal therapy delivery and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the touchscreen assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.